Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the stress of repeated use, external factors, or handling of the device. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope connecting tube coating was peeling (1mm squared or more). There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated. In addition to the b5 findings, other issues were identified. The adhesive on the a-rubber (bending section) was chipped, along with a pinhole which caused water tightness to be lost. Distal end damage caused a defective circuit. Worn angle wire caused bending angle in the up direction to not meet the standard value. Control unit was scratched. The s-cover (scope cover) was scratched. The grip was scratched. Ud (up, down) plate was scratched. The angulation lever was scratched. Switch box was scratched. Insertion tube rotation ring was scratched. The universal cord was wrinkled and scratched. The s-connector (scope connector) was scratched. Sc (scope connector) cover unit was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.